Manufacturer narrative:
(B)(6). The device was serviced on-site by a field service technician. Visual inspection, functional testing, and review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The f-10 alarm was identified during functional testing. The cause of the condition was caused by damaged force sensing resistors (fsr). To correct the condition, the fsr of channel 1 was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump and experienced a f-10 alarm (misloaded tubing was detected). The identified condition was before use. There was no patient involvement. No additional information is available.